Manufacturer narrative:
The returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed.

Manufacturer narrative:
The product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
Mother of patient reported the hr was reading very high - 157 - 170 and the monitor was alarming then the hr would drop back down to 60's. The nurse checked the patient and the hr was normal. While in the room this occurred - the pleth waveform showed a slower rate than the hr displayed, then the hr dropped back down to 60's. Patient was drowsy, no motion. Rd set inf sensor on the r middle finger, proper alignment of the components, no pulling, no signs of constriction. Fingers slightly bent but not clenched.